Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. The patient experienced discomfort. Upon interrogation, the device exhibited backup vvi operation. Past history of radiation therapy was reported. Programming changes were made to restore the device to normal functions. The patient was stable.